Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan on 10/27/04 alleging that the test strips fell out of range using the control solution. Test strips were in good condition and not expired. Code matches and the control solution was not expired. Pt contacted a medical professional for advice and did not receive any treatment. Readings were 133 and 131, 121, 112 and 126 (93 - 125). Based on the info provided, this case is being reported as a malfunction since the test strips fell out of range using the control solution.